Manufacturer narrative:
(B)(4).

Event description:
It was reported that, "the guidewire was found to be kinked during advancement through the introducer needle. Increased resistance was noted during advancement, and upon inspection, the guidewire was observed to be deformed. The guidewire kink was identified prior to full advancement into the catheter, and the guidewire was withdrawn immediately after the issue was recognized. The kinked guidewire was removed, and a new guidewire from a replacement set was used. The procedure was completed successfully at the same insertion site without further complications." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and replacement with another device.